Event description:
It was reported that the pk dissecting forceps instrument had a "broken wire". No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the grip close cable to be broken at the distal idlers. Engineering also observed scraping on one side of the main tube. This account has returned cannulae which were determined not be damaged.